Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information has been received that this left ventricular lead continued to display high out of range pace impedances. As a result the lead was surgically abandoned and successfully revised.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out of range pace impedances with acute changes in impedance greater than 500 ohms. The physician assessed the lead and could reproduce the high impedance measurements with pocket manipulation, but measurements did not raise with every manipulation. The lead has been implanted for over seven years and connected to the device for over eight months. No adverse patient effects were reported. Given that there were no adverse patient effects and the pace impedance was with in normal limits most of the time, the physician elected to continue to monitor through latitude and follow up in three months.